Event description:
It was reported that a user experienced a freestyle libre 3 plus sensor pairing failure with the ilet app, with the initial sensor never pairing and a subsequent attempt displaying a pairing failed message before a successful rescan led to activation and warm-up. No adverse clinical symptoms reported. Outcomes included no alerts or alarms affecting therapy and no impact to blood glucose control. User support included remote troubleshooting and user education, along with transfer to the sensor manufacturer for replacement processing. Investigation of this case revealed a transient communication or pairing issue resolved by rescanning, with the device and sensor proceeding to activation and warm-up as expected. It was concluded, based on previously established findings for similar reports, that user workflow or transient connectivity contributed to the pairing failure, which resolved with standard troubleshooting.